Event description:
A (B)(6) female patient contacted zoll customer support to report that she was receiving code 205 - av data corrupt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (code 205) is under investigation. Upon investigation the monitor was unable to fully power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.